Event description:
PICC nurse inserted the line without difficulty. Good blood return was observed, and both ports flushed easily. The line was placed in the right basilic vein to 35cm. Placement was confirmed via x-ray. The patient developed thrombus two days later in the basilic, axillary and subclavian veins on the right side.